Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 801 analytical unit.sample 1, tested with elecsys hcg+beta:the sample initially resulted in a hcg + beta value of 511 iu/l. This result was reported to the clinician and questioned. The sample was repeated with an hcg + beta value of 15695 iu/l.the hcg+beta reagent lot number was 584575, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer replaced the pinch valves on the analyzer.the investigation is ongoing.

Manufacturer narrative:
No further erroneous results were reported after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.